Manufacturer narrative:
On 14-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial ventricular node ablation with a thermocool® smart touch® sf bi-directional navigation catheter and when coming on ablation, there was a high temperature error message displayed on the smartablate generator. The issue was noted when the catheter first came on ablation and the error occurred within a couple seconds. The stsf was reportedly flushed properly and prior to insertion into patient. Low flow through the pump was working appropriately, and was apparently just building up pressure within the lumen of the catheter, so much so, that when the flush valve was open a squirt of high pressure saline water sprayed. After removing the smarttouch sf catheter from the body, the medical team attempted to flush it but it was not irrigating at all. They attempted to manually flush the smarttouch sf catheter with a syringe but the issue persisted. The device was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance, and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. Afterward, a pump and pressure gage test was performed and the device was found occluded. Further investigation revealed reddish material occluding the irrigation holes. A manufacturing record evaluation was performed for the finished device 31195968l number, and no internal actions related to the reported complaint condition were identified. Since reddish material was observed occluding the irrigation feature, this failure could be related to both issues reported by the customer; therefore the customer complaint was confirmed. The root cause of the occlusion could be related to the usage of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial ventricular node ablation with a thermocool® smart touch® sf bi-directional navigation catheter and when coming on ablation, there was a high temperature error message displayed on the smartablate generator. The issue was noted when the catheter catheter first came on ablation and the error occurred within a couple seconds. The stsf was reportedly flushed properly and prior to insertion into patient. Low flow through the pump was working appropriately, and was apparently just building up pressure within the lumen of the catheter, so much so, that when the flush valve was open a squirt of high pressure saline water sprayed. After removing the smarttouch sf catheter from the body, the medical team attempted to flush it but it was not irrigating at all. They attempted to manually flush the smarttouch sf catheter with a syringe but the issue persisted. The device was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).